Event description:
It was reported three valve catheters were found to be leaking during maintenance, and after pulling them out they were found to be ruptured internally. As the patients had been using them for a long time the patients did not ask for a re-catheterization. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported three valve catheters were found to be leaking during maintenance, and after pulling them out they were found to be ruptured internally. As the patients had been using them for a long time the patients did not ask for a re-catheterization. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.